Manufacturer narrative:
Other applicable components are: product ID 3389-40, lot# j0564075v, implanted: (B)(6) 2005, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient has been having very bad headaches since their leads were implanted on (B)(6) 2005. It was stated that the patient cannot talk, so the information was relayed from the patient's spouse. The patient has other medical conditions as well including high blood pressure, anemia, and diabetes. It was also reported that the patient has been complaining of hallucinations. The patient's spouse believed it to be due to medications, but they have been off of medications for some time and continue to have hallucinations. However, while on medications the hallucinations were worse. It was noted that the patient keeps a claw hammer underneath their bed. The patient is to follow up with their healthcare provider (hcp), but the issues were mentioned after "change out." The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.